Manufacturer narrative:
It was reported that during surgery the surgeon believes the tibia-cutting block is not designed well and causes misalignment. The associated orthomatch universal cutting block was not returned for evaluation. Thus a product evaluation could not be performed. No batch number was provided, therefore the device history record review cannot be completed. Complaint history review could not be performed with any accuracy due to lack of batch number. A clinical evaluation noted that the reported valgus outcome is supported by the provided unidentified/undated images and contribute to the patient impact as well as any potential future interventions to correct the post-surgical deformity. No further medical assessment can be rendered at this time. Several potential factors that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to/after each use and cleaning. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery the surgeon believe the tibia-cutting block is not designed well and causes misalignment. The main concern is that, despite setting it at the minimum resection measure, there was a lot of bone cut.